Event description:
It was reported that a spectrum pump over infused levophed to a patient. Levophed was infusing at 5mcg/min. The patient became hypertensive and tachycardic. The reported blood pressure was 150/87, from previously being maintained in the 80's systolically and heart rate at 132. Due to the increase in blood pressure the levophed infusion was put on standby for 60 minutes and the patient continued to be monitored. During the standby period, the patient's heart rate allegedly continued to increase and an EKG was performed which showed an increased irregular heart rate. The patient was medicated for increased blood pressure and heart rate with metoprolol which was given through an unknown route of administration and the patient's heart rate decreased. The nurse was unable to take the patient's blood pressure and proceeded to restart levophed. At this time it was discovered that the levophed IV bag was empty, air was noted in the tubing and the pump was not alarming. A new IV bag of levophed was started at 20mcg/min and the pump appeared to be functioning well. Levophed was titrated as needed in response to blood pressure and heart rate changes. The patients' blood pressure and heart rate stabilized and temporarily remained on an increased dose of levophed due to the administration of metoprolol.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The customer reported over infusion could not be confirmed or reproduced during testing. The investigation took 29 flow samples during testing and found that all the samples were within specification. The device also passed flow rate testing during baxter's functionality testing. The device was found to be operating as expected an no related malfunctions was identified. Review of the event history log on the date of the incident (B)(6) /2015, device 788235 was programmed to deliver levophed at 16mg/250ml, dose 5mcg/min, rate 4.7ml/hr. It was noted at gmt 05:53 an ec322 event occurred and the infusion was restarted at gmt 05:54. At gm 05:58 the levophed was titrated to 16mg/250ml, dose 7mcg/min., rate 6.6ml/hr, vtbi 200ml. Volume given 0.4ml and then powered off at gmt 05:59. At 0824 gmt a levophed infusion was programmed on device s/n 710587 at 7mcg vtbi 150ml and titrated to 5mcg/min at 0834 gmt. At 0856 gmt the device was entered into standby mode for 60 minutes. The customer reported at 0955 gmt, the patient's blood pressure was increased and that the entire levophed container was empty; there was air in the IV set which the device did not alarm for; however the device was in standby mode and will not alarm for air in line unless the pump is delivering fluid. At 0956 gmt the device was programmed to deliver levophed at 20mcg/min (18.8ml/hr) due to the patient's increased blood pressure and titrated accordingly to stabilize hemodynamic state. Manufacturer report no. 1314492-2015-03297, 1314492-2015-03299 and 1314492-2015-03300 are related to the same event.